Event description:
Patient reported the display on the infusion device is broken. Patient stated there is a black spot on the side of the cartridge and he can read only a part of the display (the higher part). Patient reported that last night he went to bed and the display was okay and then this morning he found it broken. Patient stated he usually keeps it in the case attached to the belt or in the pocket. Patient reported last night he was keeping the infusion device on the underwear. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.